Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultramini meter read inaccurately low with the control solution. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient reported that an alleged inaccuracy began on (B)(6) 2014 at 4:00 p. M. At an unspecified date/time the patient obtained a control solution result of ¿116 (120-160) mg/dl¿ with the subject meter, which fell below the control solution range printed on the vial of test strips. It is not known what medications, if any, the patient takes to manage her diabetes. It is also not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The patient stated, 10 minutes after the alleged issue occurred, she developed ¿hypoglycemia¿. On (B)(6) 2014 at 4:30 p. M. That patient self-treated with food and/or drink. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.